Event description:
Rptr's daughter used the products and the info, in this complaint pertain to emily. A 4.0 oz. Sample bottle (2007-10; gl 5050) and a 12 oz. Bottle (2007-07; gg5078) were obtained at the end of jan to early feb, '06. Both bottles were bausch & lomb, renu moistureloc. She began to use the 4.0 oz. Bottle in the beginning to middle of march; complained that her eyes were sensitivity to light and touch, could not see very well. Took her to optometrist; diagnosed with some type of cloudy spot on her left cornea. Dr. Prescribed zymar, lotemax and trebox. These three products were used for a month; at this point, not using the above medications, the spot is slightly smaller than when first discovered but is still present and the dr. Stated it will scar and never be completely healed. Rptr stated they still have both containers; nothing left in the 4.0 oz container and the 12.0 oz container is mostly full. She is not positive if her daughter used any product from the 12.0 oz container but did use the product from the 4.0 oz container. On 04/25/06, I called dr and I discussed a medwatch submission. Dr stated that pt did not have the fungal keratitis associated with the renu moistureloc market withdrawal. He diagnosed her (on march 10) with a bacterial infection and standard corneal ulcer (sterile marginal infiltrate) which may have been the result of her wearing contact lenses. Stated he feels the antibiotics have treated the ailment successfully and the condition is clearing up. He has not had a final visit with her but feels the symptoms will completely dissipate. A medwatch form will not be submitted.